Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported by the surgeon that while using the universal reciprocating saw during a tka, "the tip was rotated to put the blade into the saw, the spring did not spring back. The tip would rotate and stay there." The blade was captured; however, due to the spring not working, the surgeon felt "that the blade was insecure, the mechanism inside of the attachment felt loose." The operating room manager confirmed the tip issue and replaced the attachment with the same attachment from their additional set. There was no report of patient harm or surgical delay and the procedure was completed with an alternate device.